Event description:
The complainant alleged that during routine testing of the device by biomedical, a "fault 78" message was displayed on the screen. The complainant indicated there was no pt involvement with this reported malfunction.